Manufacturer narrative:
(B)(4). Results: paralysis, death. Results/conclusions: carotid stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for this case. The investigator assessed that it was unknown whether the patient's death was related to the device and the cause of death is unknown.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 47 mm x 32 mm thoracic aortic aneurysm on (B)(6) 2010. The pt has a history of carotid stenosis. The proximal aortic arch was 53 mm in diameter, distally it was 29 mm. There was moderate calcification of the iliac artery, mild calcification at the proximal neck and distal neck, there was a mild clot at the proximal neck and distal neck. It was reported that two stent grafts were implanted. Also, at the same time an evar was performed for an abdominal aortic aneurysm. The following day post implant paraplegia was confirmed (see MFR # 2953200-2011-00728). Rehabilitation was decided and the pt was in remission. The investigators stated that the paraplegia relationship to the device is unk and there is no relationship to the procedure. The physician commented that because an evar was performed at the same time, it is possible that the adamkiewicz artery was covered by the proximal portion of another MFR's aaa stent graft and caused paraplegia. It was reported that the pt expired from stomach cancer on (B)(6) 2010. The investigator's assessment was that the death event was not related to the device or the procedure. The physician's commented that advanced anemia was confirmed. Suspected intraabdominal bleeding and executed echocardiography. During the echocardiography, blood pressure dropped and the pt suffered cardiopulmonary arrest. The pt did not respond to resuscitation and the heart beat did not restart. Bleeding from the abdominal aorta or bleeding caused by total extirpation for the stomach was suspected. An autopsy was not performed. No additional clinical sequelae were reported.